Event description:
It was reported that the tip of the a4405 syntel embolectomy catheter broke off inside a patient. The graft was opened to remove the catheter and the tip was missing the tip could not be located and the surgeon believes that the tip was flushed from the vascular system. No further complications were reported with the patient.